Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self test, restart error test, rewind test, basic occlusion test, occlusion test, prime and force system sensor test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and is not working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.